Manufacturer narrative:
Pump was returned for pump error 25. Power management tool confirms the unloaded voltage loaded voltage are within specification. However, pump error 25 found at the long trace history file. Unit had intermittent non-sleep anomaly software error. Unit received with minor scratched lcd window, keypad overlay texture damage and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a power error detected alarm. The customer's blood glucose was unknown at the time of incident. The pump error was not resolved. The insulin pump will not be returned for analysis.